Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were not provided for clinical assessment. Therefore based upon investigation findings the reported event is inconclusive. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar event. Endoleaks are a known risk of the procedure. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the available information, the cause for the reported endoleak could not be identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 3 months post implantation of a bifurcated device and a suprarenal aortic extension a CT scan revealed a proximal endoleak. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.